Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was protruded. The blood glucose reading was 200mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the prime and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.